Manufacturer narrative:
Investigation summary: exec summary: no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A complaint history check was performed and this is the 1st related complaint for plunger cap missing and for scale marking defective on lot # 0349858. The review of the manufacturing records performed showed no non-conformances raised in association with these type of events for this lot. CAPA/sa: based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review: a review of the device history record was completed for batch # 0349858 all inspections were performed per the applicable operations qc specifications.

Event description:
It was reported that 9 syringe 0.3ml 31ga 6mm syringes had sterility or scale marking issues. The following information was provided by the initial reporter: it was reported by the consumer that the plunger caps were missing and the scale markings were incorrect. Date of event: (B)(6) 2021. Samples: yes.